Event description:
It was reported that, "patient complained of knee pain and an occasional clicking with her knee. Femoral component was discovered to be loose. Was removed and replaced with a scorpio ts femoral component with stem and augments."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.